Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). This report is for unknown humerus block system/ unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: ortmaier, r., filzmaier, v., hitzl, w., bogner, r., neubauer, t., resch, h., & auffarth, a. (2015). Comparison between minimally invasive percutaneous osteosynthesis and locking plate osteosynthesis in 3-and 4-part proximal humerus fractures orthopedics and biomechanics. Bmc musculoskeletal disorders, 16(297). (B)(4). During a study period of 3 years, 30 patients treated with angular stable plates, philos plate, for age, gender, fracture type and handedness (dominant or nondominant) to 30 patients treated using the humerus block. This is for a (B)(6) male, with a humerus block system, with a 4 part type fracture. Patient underwent retrieval of the pins, 3 weeks postoperatively, due to pin perforation with the pin tips aimed at the glenoid surface. Patient did not experience delayed healing. This report 10 of 10 for (B)(4). This report is for unknown humerus blocks and unknown humerus block system.